Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reactions with 0.8% surgiscreen cells lot vss602 with a sample containing anti-m. The sample was first tested on (B)(6) 2014 on the provue with surgiscreen lot vss602 and was negative. The customer cross-matched 2 units of packed rbcs using immediate spin tube method and both units were incompatible. The sample was repeated on the provue and using manual gel. Both provue and manual gel were negative with vss602. The sample was sent to the reference lab for workup. On 01-31-13 the reference lab (arc) reported that they had identified anti-m using tube liss and peg methods. The strengths of the reactions were not reported. All qc was acceptable on dates of use. Reagents and gel cards had been stored according to the IFU and were visually acceptable prior to use. The patient was transfused with m antigen negative units with no adverse reactions reported. The patient did not have a previous blood bank history.